Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 179 mg/dl. The customer reported that there is condensation and line on the screen. The customer stated that vertical lines running all across the screen and if press act button the screen will go blank and condensation is in the lower right had section of the screen. The customer stated has no idea how damage occurred. Customer stated that the device did not get wet except possible by sweat at the gym. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump had missing segments on the display due to an open connector. No moisture damage was noted to the electronic assembly. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip, and cracked battery tube threads.